Manufacturer narrative:
The electrode pads were not returned to zoll medical corporation, instead the device's data log was provided. Review of the data log determined the device delivered three 200j shocks to the patient. The log showed there was a difference between the patient impedance and the defib impedance. This is an indication of poor coupling between the pads and the patient. Poor coupling can be caused by various factors including but not limited to electrode placement, poor patient preparation, or just poor contact between the pad and patient. The poor coupling can lead to air pockets forming between the electrodes and the patient which can cause sparking, burning smell, and pop sound. The x-series operator's guide states, do not use therapy or ECG electrodes if the gel is dried, separated, torn, or split from the foil; patient burns may result from using such electrodes. Poor adherence and/or air pockets under therapy electrodes can cause arcing and skin burns. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), a spark was seen from the electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.